Event description:
It was reported via medwatch "product: bard powerpicc solo 5f dl PICC, lot# refu2453, defective part: introducer/dilator - where the gray meets the white tip while inserting the introducer/dilator, this rn was having a particularly hard time inserting into the arm. I retracted the introducer/dilator and observed bunching of the gray portion of the device, where it meets the white tip. I immediately discarded the introducer/dilator and requested a micro introducer kit be dropped onto the sterile field."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2453 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "product: bard powerpicc solo 5f dl PICC, lot# refu2453, defective part: introducer/dilator - where the gray meets the white tip while inserting the introducer/dilator, this rn was having a particularly hard time inserting into the arm. I retracted the introducer/dilator and observed bunching of the gray portion of the device, where it meets the white tip. I immediately discarded the introducer/dilator and requested a micro introducer kit be dropped onto the sterile field."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.